Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01602.

Event description:
It was reported that patient underwent left total hip revision approximately 5 years post implantation due to unknown reasons. No additional information.

Event description:
Upon reassessment of the reported event, the sleeve was determined to be not reportable as the device is not zimmer biomet product. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the sleeve was determined to be not reportable as the device is not zimmer biomet product. The initial report was forwarded in error and should be voided.